Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer had not addressed bg at the time of troubleshooting. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.